Manufacturer narrative:
In the event the device(s) are returned to the manufacturer, no analysis will be done as the reported event cannot be analyzed via laboratory testing.

Event description:
The patient was implanted with two leads from the same lot number. It was reported the patient's drg leads had migrated. Subsequently, the patient's physician explanted and replaced both leads.